Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling with a 2.0 drill in a va lcp posterolateral distal humerus plate when the tip of the drill bit broke. Surgeon searched for the drill bit tip and took x-rays but was unable to find the broken tip. It was determined by the surgeon that the drill bit tip was still in the patient and he decided to continue on with the surgery. The surgery was completed without delay. There was a delay but it was no more than two minutes. The patient was not harmed during procedure. There was another drill bit available to complete the surgery. This report is 1 of 1 for complaint (B)(4).